Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that there was a right hip components exchanged due to abductor insufficiency and cable failure.

Manufacturer narrative:
An event regarding cable failure involving a d-m 2.0mm beaded cable set vit was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right hip components exchanged due to abductor insufficiency and cable failure.